Event description:
Several instances noted of bd alaris pump tubing ref 2420-0007; lot number: 25065436 coming apart at blue connection point. Disconnection occurred during priming with plain IV fluids. No patient involvement.